Event description:
Litigation papers allege: on (B)(6) 2008, pt was implanted with a depuy asr hip on his right side. Pt has since 2009 began to suffer and continues to suffer symptoms including, but not limited to, pain, weakness, and difficulty with even simple daily activities. Additionally, he has experienced constant popping in his hip. Pt will most likely seek a revision in the near future.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Corrected: dob, problem description, brand name, common device name device product code, catalog #, lot #, PMA/510(k) number, manufacture date. The asr platform was voluntarily recalled from the market in (B)(4) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Update: (B)(6) 2011 - amended litigation papers allege the following: patient suffered pain, weakness, and difficulty with even simple daily activities. He specifically told his doctor about pain in his groin and hip. Medical records indicated that the patient has to treat these symptoms with both over-the-counter and prescription medication. Additionally, patient has the risk of elevated levels of cobalt and chromium metal ions in his blood stream. Part and lot numbers identified.